Event description:
The hosp staff attended to an micu pt diagnosed in ventricular tachycardia. The staff attempted to administer a shock to the pt using the device and disposable defibrillation electrodes. The device allegedly displayed the warning message 'cannot charge' and use of the device was inhibited. The operator next attempted to use standard external paddles. The device again allegedly displayed the warning message 'cannot charge' and use of the device was inhibited. A backup defibrillator was made available and used to administer a shock to the pt. The pt's outcome was not reported.